Manufacturer narrative:
D: no information found for di number. E: full phone number (B)(6). G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was showing main board not working and a backup audible alarm. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2: while performing a review of the event, there was no patient death, serious injury, and no evidence of a reportable or non-reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (3012307300-2024-08210) is no longer considered reportable, please disregard any reports associated with it.